Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was seeing ¿settings not available¿ message on the controller and it was taking longer to find the device. The patient reported this started the night prior to the report, they could not provide desired intensity settings, but the settings are low, and it is hit or miss to allow him to increase or decrease. The patient reported he charged the controller and charged the implant to full. The patient normally charges once a day. The patient¿s settings are lower than what they were. The patient reported he lowers it at night and this morning he tried to raise it but could not. The patient has had no falls or trauma and no other medical tests or procedures. An out of regulation (oor) was observed. The patient was unable to increase stimulation on group a, prog 1 at or above 1.8ma. Current programming is: group a prog 1: contacts 1-2+, 1.8ma, 180pw, 480 hz, prog 2: 8-9+, 2.3ma, 200pw, 480 hz. Reviewed to consider reducing intensity down to zero on active group and then increase intensity. The manufacturer representative (rep) reported still seeing settings not available. The patient was redirected to their healthcare provider (hcp) to report and resolve symptoms. Reviewed use of high therapy parameters can lead to high current draw resulting in oor. The rep checked impedances and contact 8 was showing >40,000 ohms for all contact pairs with 8. Rep stated that contact 8 was being used on group a, prog 2. It was discussed to change contacts away from contact 8. Rep moved down the lead and was able to reprogram around contact 8 and oor was no longer being seen on tablet or controller. The oor condition was no longer present at the end of the call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. Rep stated the cause of the impedance issue was not determined. No further complications were reported/anticipated.